Manufacturer narrative:
The reported event could not be confirmed, as no add'l info regarding catalog number or lot code was made available. The device was not returned, and x-rays were not provided. The global item master was queried for devices with "wing" in the description field. The following devices were found: description, wing retractor impactor/extractor, cat # 2153-2000. Retractor lt, cat #:2152-00l, retractor rt, cat # 2152-00r. A review of the complaint history for these devices found that no similar events reported for these devices. Reports have been received that describe bending of the tips of the 2152-00l and 2152-00r instruments. If add'l info becomes available a supplemental report will be issued.